Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2009 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the positioning of the pump connector port was causing the skin to be reddened, so a pump pocket revision was performed. A pump pouch was used and the pocket was revised to have the catheter access port (cap) pointing midline. The patient experienced pain. The patient¿s status at the time of the report was noted as alive with no injury. No patient outcome was reported. The pump was delivering morphine. Follow-up was conducted for additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. If information is provided in the future, a supplemental report will be issued.